Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The field service engineer performed decontamination of the analyzer. Calibration and quality controls were run successfully. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant sodium (na) results for an unspecified number of patient samples tested on a cobas pure c 303 analytical unit. No questionable results were reported outside of the laboratory. Four representative examples were provided by the customer. Patient sample 1 initially resulted in a na value of 154.4 mmol/l and repeated as 144 mmol/l. Patient sample 2 initially resulted in a na value of 151.5 mmol/l and repeated as 140.9 mmol/l. Patient sample 3 initially resulted in a na value of 154.5 mmol/l and repeated as 142 mmol/l. Patient sample 4 initially resulted in a na value of 149.5 mmol/l and repeated as 140.1 mmol/l.